Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2017, imaging noted that the 2.5x28mm absorb bioresorbable vascular scaffold (bvs), implanted in the circumflex artery, contained 40% intimal hyperplasia. Medication was provided to treat this area. There was no stenosis or issue with the xience v stent implanted in the right coronary artery. On (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the proximal circumflex (cx) coronary artery lesion and a 3.0 x 28 mm xience v stent was successfully implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2016, the patient started experiencing unstable angina. On (B)(6) 2017, the patient was admitted to the hospital due to unstable angina and medication was provided. A cardiovascular ultrasound was performed, cardiac enzymes and an electrocardiogram were taken, all with negative results. There was no additional information provided.